Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the battery pins as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device shutdown after a shock was delivered to the patient. The display went blank for a short period of time and came back on to the same screen it was previously on before the shutdown occurred. There was no adverse effect to the patient as the device did deliver a shock to the patient. Physio-control contacted the customer in order to obtain additional information about the patient, however, the customer advised that no further details are available.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device shutdown after a shock was delivered to the patient. The display went blank for a short period of time and came back on to the same screen it was previously on before the shutdown occurred. There was no adverse effect to the patient as the device did deliver a shock to the patient. Physio-control contacted the customer in order to obtain additional information about the patient, however, the customer advised that no further details are available.